Manufacturer narrative:
The investigation for the console (aic) shutdown issue has been completed. Console logs from the reported day of event are consistent with complaint and show unexpected shutdowns, followed by advisory messages ¿unexpected shutdown¿ (#603). Similar issues, and also io-graphics and calculator processes crashes and serial communication failures, occurred several times prior to day of reported events. Similar issues (unexpected shutdowns) were previously investigated on this console where no issues were reproduced during testing, pbm and batteries were replaced and aic sw upgraded. Although the exact same symptoms were not reproduced during testing, multiple failed boot-ups indicated cf card corruption, and it is most likely the 4-in-1 assembly that contributed to this issue. Added- h6 impact code 4629.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
A complainant reported that while on impella cp support for (B)(6) year-old female patient, the automated impella controller (aic) showed failure and restarted. After a few restarts, changed to clinical aic. Patient expired on support due to multi-organ failure. No problems with the pump were noted. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.